Event description:
It was reported that the patient had his ams800 artificial urinary sphincter device removed on (B)(6) 2018 due to recurring incontinence and "sub cuff atrophy. Device was functional". A new aus device consisting of a 4.0 cm cuff, 61 cm prb and control pump were implanted. No patient complications were reported in relation with this event. No further patient complications were reported in relation with this event.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter device removed on (B)(6) 2018 due to recurring incontinence and "sub cuff atrophy. Device was functional". A new aus device consisting of a 4.0cm cuff, 61cm prb and control pump were implanted. No patient complications were reported in relation with this event. No further patient complications were reported in relation with this event.

Manufacturer narrative:
Suspect medical device, device manufacture date: balloon: gtin # (B)(4), upn# 72400024, batch/lot # 814045007, mfg date 02/15/2013, exp date 02/01/2018. Pump: gtin # (B)(4), upn# 72404127, batch/lot # 826131015, mfg date 05/06/2013, exp date 04/19/2014. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. If further information about this complaint is received at a later date, the product investigation will be re-opened to address the additional information. Investigation summary added. Evaluation result and conclusion codes.

Manufacturer narrative:
Suspect medical device, device manufacture date: balloon - gtin # (B)(4); upn# 72400024; batch/lot # 814045007; mfg date 02/15/2013; exp date 02/01/2018. Pump - gtin # (B)(4); upn# 72404127; batch/lot # 826131015; mfg date 05/06/2013; exp date 04/19/2014.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter device removed on (B)(6) 2018 due to recurring incontinence and "sub cuff atrophy. Device was functional". A new aus device consisting of a 4.0cm cuff, 61cm prb and control pump were implanted. No patient complications were reported in relation with this event. No further patient complications were reported in relation with this event.